Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log files confirmed the reported low flow alarms. According to the account, the low flow alarms were due to the inflow cannula being malpositioned. Lastly, the report of the inflow cannula being malpositioned could not be confirmed as no images were submitted for evaluation. It was reported that the patient was admitted due to frequent low flow alarms. The submitted system controller event log files contained data on 18jun2021, (B)(6) 2021 and from (B)(6) 2021 through (B)(6) 2021. The file captured low flow hazard alarms on each of the days. Of note, the pulsatility index (pi) values were elevated at the time of the alarms. The pump appeared to operate as intended at the set speed. The account later communicated that the cause of the low flow alarms was identified. The cause of the low flow alarms was due to the malpositioning of the inflow cannula. The alarms resolved after the patient¿s left ventricular assist device (lvad) was repositioned. The patient remained in stable conditions with no changes. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number mlp-008104. No further related events have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1 ¿introduction¿ of this IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 "surgical procedures" explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Heartmate 3 lvas patient handbook, rev. C. Is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The relevant sections of the device history records for mlp-008104 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 18oct2017. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was having frequent low flow alarms and was getting admitted. The log file captured persistent low flow alarms with high pulsatility index (pi) on (B)(6) 2021. The flow was fluctuating below 2.5 lpm threshold. These occurred at times when pi was elevated. These seemed to be physiological in nature. The patient additionally had low flow alarms on (B)(6) 2021. The patient was encouraged to take fluids. The patient had fatigue and the vital signs/labs were stable. The cause of the low flow alarms was malposition of the inflow cannula. The low flow alarms resolved with reposition of the inflow cannula. The patient was stable and there were no changes to plan of care.